Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have not used their implant for a while and is wanting to use therapy again because they are starting to hurt bad and feel miserable. The patient stated that about 2 years ago, the device quit working. They clarified that the implantable neurostimulator (ins) battery was getting weaker and was taking longer to charge, therefore they stopped charging it. The patient noted that they then stopped feeling stimulation. They stated that they are old and stubborn, so they just let the ins go when it stopped working. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.